Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) showed multiple inappropriate atrial fibrillation (af) dur to over-sensing of noise and false pause episodes due to under-sensing. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.